Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did the needle break during the procedure on (B)(6) 1997? Yes, it did. Does the doctor or patient have any medical records or operative report indicating that our needle was broken and retained in the patient from 19 years ago? Unknown. What was being done on (B)(6) 2016 when it was noticed that the tip of needle had been left behind? Since there had been no symptoms on the patient related to this issue for 19 years, no intervention was being done. The doctor has known. Was any other surgeries done over the past 19 years that may have resulted in needle fragment left in patient? Unknown. Was there any attempt to remove the needle during the initial procedure in 1997 or anytime in the past? No information. Are there any plans to remove the needle in the future? If yes, please indicate date n/a. Please forward photo of the broken needle for evaluation no photos are available. What in the physicians opinion are the factors contributing to the event? N/a. Patient demographics (initials/ID, age or date of birth, bmi, gender). Patient pre-existing medical conditions unknown. Any additional information no additional information were provided from the hp.

Event description:
It was reported that the patient underwent a pacemaker implantation procedure on (B)(6) 1997 and the temporary pacing wire was used. During the procedure, the needle broke. On (B)(6) 2016, it was found that the tip of the needle had been left for nineteen years. The surgeon stated that the patient has had no symptoms related to this issue for nineteen years and no intervention was being done. The patient was discharged from the hp and had been followed up by the doctor. The patient has been in unremarkable condition.